Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak due to the aortic body stent graft being distal to the intended landing zone, placing the sealing rings in a location outside the treatment range for the device. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the case owner, the type 1a endoelak resolved without re-intervention at the 1 month follow-up. As of the date of this report, there have been no additional patient sequelae.

Manufacturer narrative:
Device remains implanted.